Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds and was not capturing approximately one week after implant. The patient experienced a syncopal episode and was hospitalized. The rv lead was repositioned and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).